Manufacturer narrative:
Based on the information received, no conclusions can be made. As reported, post implant of ventrio st mesh, patient was diagnosed with nerve damage, hernia recurrence, pain and mesh deformation. The instructions-for-use supplied with the device lists hernia recurrence and pain as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-dec-2013) is considered to be a best estimate. This emdr represents the ventrio st - left (device #3). Additional supplemental emdr's were submitted to represent the mesh ¿ ventralex (device #1); ventrio st - right (device #2) and perfix plug (device #4). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Per information provided: on (B)(6) 2014 - patient was diagnosed with ventral hernia thereby underwent repair with the implant of ventralex mesh (device#1), right inguinal hernia with the implant of ventrio st mesh (device #2) and left inguinal hernia with the implant of ventrio st (device #3). Ni-ni-2014 - patient had pain. Ni-ni-2015 to ni-ni-2016 - patient had groin pain, nerve dissection, revision of mesh. On (B)(6) 2016 - patient was diagnosed with left inguinal hernia with the implant of perfix plug (device #4) and had revision of crumpled mesh, dissection of ilioinguinal nerve. Ni-ni-2017 to ni-ni-2018 - patient had urology and pain. Attorney alleged that the patient had hernia recurrence, mesh shrinkage, nerve damage, pain & suffering. Difficulty and pain with urination, urinary incontinence, kidney pain, sexual dysfunction, sporadic and severe cramps. Patient suffered severe damage to his spermatic cord, left testicle, and left groin area.